Event description:
It was reported that there was a communication error which prevented the system from booting up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.